Manufacturer narrative:
A visual examination of the returned uphold (tm) lite with capio slim revealed that the suture on the blue dilator was broken. The dart was missing and was not returned. The sleeve, blue with white stripe dilator, suture with dart assembly was not returned. There was no damage to the capio slim suture capturing device. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite with capio slim was used during an anterior repair procedure on (B)(6) 2016. According to the complainant, during the procedure, the dart came off of suture and was stuck in capio device. The procedure was completed with a different device. The patient's condition at the conclusion of the procedure was reported to be well.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite with capio slim was used during an anterior repair procedure on (B)(6) 2016. According to the complainant, during the procedure, the dart came off of suture and was stuck in capio device. The procedure was completed with a different device. The patient's condition at the conclusion of the procedure was reported to be well.